Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unload switch was at the home position. The adapter was received with a reload attached. The reload was noted to a have a damaged blowout plate and herniated laminates. Functional testing noted that the blue unload switch could only be partially depressed. The adapter was connected to the gen2 adapter black box running gen2 acc software. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 14 of 50 procedures remaining. The adapter and reload were connected to a clamshell and a handle running v29.6 software. The handle went into emergency retract mode and retracted the firing rod. It was noted that the reload laminates did not show movement, indicating that the adapter firing rod and reload laminates were not connected when the devices were returned. The adapter was disconnected from the handle and clamshell. The reload could now be unloaded. Damage was noted to the tip of the firing rod, again indicating a disconnection of the firing rod from the reload laminates. The adapter was reconnected to the handle and clamshell and calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. Analysis of the testing handle data indicated that the articulation mechanism was out of home position. It was reported that the instrument did not fire. The reported issue was confirmed. The most likely cause was traced to the returned reload. The evaluation detected an unreported condition: firing rod damage, the firing rod not in the home position, and the articulation mechanism not in the home position. The most likely cause was traced to the damage to the returned reload. Another unreported condition was identified: uart error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot# unknown); sigphandle, sig power sigphandle handle, (serial# unknown); sigpshell, sig power sigpshell control shell, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic appendectomy, while in the thick appendix, the surgeon waited about two minutes before needle insertion and set the powered stapler to manual slow mode. When firing, the surgeon did pulse firing with five seconds intervals. At that time, a part protruded from the articulation joint of the reload. The damaged part came off. When the powered stapler was released, there were no staples on the tissue. The device did not fire. No device component fell into the patient¿s cavity. Another reload and adapter were used to complete the case. There was no patient injury.